Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of the returned complaint product confirms the reported damage. The devices are deformed. Review of device history records identified no related deviations or anomalies. However, it is known the complaint product has been voluntarily recalled from the market. The root cause is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products-t7 driver cann ao catalog#:110018531 lot#:14090e, t7 driver cann ao catalog#:110018531 lot#:14090e, t7 driver solid ao catalog#:110018541 lot#:14895c. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11005, 0001825034-2018-11007, and 0001825034-2018-11010. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgical procedure when the surgeon was trying to remove the headless compression screw from the patientthe cannulated screwdrivers were twisted like taffy while one split in half. The surgery was completed as the surgeon used a pair of rongeursand a curette to dig the screw out.